Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 261.9 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient was in the hospital and they wanted to rule out a pump malfunction. The patient had an increase in spasticity and there was potential concern for focal seizures. The change in therapy/symptoms occurred suddenly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.